Event description:
It was reported that several atrial and ventricular noise episodes were observed. Noise was unable to be reproduced in clinic. Patient reports that he uses large machinery from time to time. Potential sources of emi were discussed with the patient. No programming changes were made. Patient will be monitored.

Manufacturer narrative:
Product not returned . (B)(4).